Manufacturer narrative:
(B)(4). Patient reported first being shocked sometime in (B)(6) and continued to use the device and have shocks for three weeks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an electric shock from the device during peritoneal dialysis therapy on the homechoice. The customer stated that they were not using a cheater adapter but had in the past and that they now had nerve damage. The technical services representative arranged a swap. The hp reported receiving shock and burns and is currently being treated with medication and ointment for her burns. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.